Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, and instrument error code was displayed. There was no consequences to the pt.

Manufacturer narrative:
Date sent: 8/13/2008. Evaluation summary: the analysis results found that the device was returned with the tissue pad missing. Due to the returned condition of the device, no conclusion could be reached as what may have cause an error code 5 to occur. As the tissue pad was not returned, further evaluation could not be performed. However, a corrective and preventive action has been initiated to address this issue. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.